Event description:
Surgeon removed a broken engage stem.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Although no product error can be identified with the information available, it is known that design review is in progress to make this system more robust. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.